Event description:
Patient was revised to address loosening of the femur and tibial components at the bone/cement interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the femoral and tibial tray part and lot number combinations. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. The initial reporting stated no additional investigational inputs were available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.